Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set and refilled their cartridge. Reportedly, the customer was using infusion sets for 3 days and using cartridges 6 days, refills the cartridge, re-using insulin, and attempting to pull air out of the cartridge with an empty syringe. Tandem clinical support informed customer that using infusion sets for 3 days and using cartridges 6 days, refilling the cartridge, re-using insulin, and attempting to pull air out of the cartridge with an empty syringe is off label per the tandem user guide. Customer¿s blood glucose level was 350 mg/dl